Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow-up a proximal type I endoleak was noted. The endoleak was attributed to aortic neck dilatation. The aortic neck was 32 mm at the level of the renal arteries but flared to 39-40 mm distally. A (B)(4) endurant aortic cuff was implanted; however, a slight endoleak remained. No further intervention was performed as the physician feels that heparin reversal will help resolve the endoleak. There is a seal at the distal edge of the aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Disease progression).